Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. One example was an initial result of 129 mmol/l and a repeat result of 136 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer checked the analyzer and did not determine a cause. He replaced all of the electrodes and performed maintenance. He ran precision testing that was within specifications and the customer performed qc that was within ranges. The analyzer alarm trace did not contain any conspicuous events. The issue appeared to be resolved after the service actions. The investigation did not identify a product problem. The specific cause of the event could not be determined.